Event description:
Complainant alleged that while attempting to defibrillate a pt, the electrodes would not adhere to the pt's skin. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2009-00013 for a similar incident with the same pt.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.